Manufacturer narrative:
The cartridge was returned to animas. Although the cartridge was returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reported that he experienced wide fluctuations in his blood glucose (bg) control for two months. He said that he had "several close calls with dka." The patient mentioned that the highest bg reading was 390 mg/dl with the presence of urinary ketones and negative for other symptoms of hyperglycemia. He reported that during these two months he attempted unsuccessfully to treat the elevations with delivery of insulin via the pump, replacement of the infusion sets multiple times, and the use of a new insulin vial. He said that he did not seek medical attention and corrected the elevations with insulin via syringe injection. The patient reported that he began to use the replacement cartridges with no further fluctuations of bg; he said his bg was within his target range of 120 mg/dl to 140 mg/dl. The patient reported that he noticed one time that the cartridge was wet; he saw that insulin had leaked out of the cartridge and he poured out of the cartridge compartment.